Event description:
The hosp reported that after three days a slow leak was noted from the gas outlet. There was minimal blood loss. The unit was discarded. The unit was changed out without any affect to the pt.